Event description:
Reportedly, the device failed the low speed time test.

Manufacturer narrative:
Device evaluation results: the reported incident could not be duplicated. The device met all performance specifications.